Manufacturer narrative:
(B)(4). 9 devices were received for evaluation. Additional d4 lot# t92l80, r9469h. Method; 10-testing of actual or suspected device- 8 devices. Result; 180 - mechanical problem 4 devices. 213- no device problem found 2 devices. 758 - clip 1 devices. 1028 - jaw 1 devices. 3211- deformation problem 4 devices. 3243 - stress problem 4 devices. Conclusion; 67-user error ¿ 2 devices. 19- cause traced to user 4 devices. 4315-caused not established 2 devices.

Manufacturer narrative:
(B)(4). Of the 38 devices reported, a total of 22 devices were received for evaluation. Additional lot# p00019p67; r93v3e; r95669; t9248t; t92m2n; p92l4l; t9352w; t9225u; t9311w; t92913, t92d9t. (B)(4).

Event description:
This report summarizes 38 malfunction events involving a total of 38 actual devices for malformed clips. These events occurred during use by a healthcare professional.